Manufacturer narrative:
On 26-may-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and the condition of the suspected medical device. Initially, it was reported that right-sided capsular contracture was diagnosed at the (B)(6) 2021 consultation. However, additional information revaluated that left-sided grade iii capsular contracture was diagnosed at the consultation. On (B)(6) 2021, the patient¿s surgeon stated that the patient¿s right breast was observed to be normal without issues. Initially, it was reported that left-sided deflation was observed upon explanation. However, additional information revealed that the left-sided device was found to be intact upon explantation. Updated reason for device explant and/or reoperation: capsular contracture the relevant fields have been updated. On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two mentor smooth round moderate plus profile prostheses (left: 375cc, right: 350cc) and experienced bilateral capsular contracture (left grade:iii, right grade:ii) and left-sided deflation postoperatively. The diagnosis was confirmed by a healthcare professional. Initially, right-sided grade ii capsular contracture was observed, and the patient underwent explantation on (B)(6) 2021. On the day of the revision surgery, left-sided grade iii capsular contracture and deflation were observed. As a result, the patient underwent unilateral removal and replacement with a 375cc mentor smooth round moderate plus profile prosthesis (left catalog #: 3502375, left serial #: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.